Event description:
It was reported that an adverse event occurred due to trying to connect to the mobile app. The patient reported via chat that the patient was unable to monitor her glucose levels due to the mobile app prompting for login credentials. According to the patient, on 05/02/2025, the dexcom app underwent an automatic update, which required her to reinstall the application. Upon attempting to log in, the app did not accept her credentials. The patient alleged that, as a result, she was unable to access continuous glucose monitor (cgm) data and therefore could not make informed treatment decisions while experiencing symptoms. It was not indicated whether the patient used fingerstick blood glucose monitoring during this period. She reported that her husband brought her to the emergency room the same day after she experienced symptoms including shaking, pallor, and clammy hands. There was no information provided regarding her glucose readings prior to or during the emergency room (ER) visit. Additionally, no details were available about the treatment administered or the duration of her stay in the ER. During the chat interaction, the patient stated she was feeling fine, but no further clinical information was obtained. Attempts to contact the patient for additional event details were reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.